Event description:
It was reported that the patient went in for routine reprogramming to optimize her stimulation and the 8840 programmer showed a power-on-reset (por) condition with a 0x1000 code. The patient recalled seeing a por on her external components over a year ago, and was currently receiving normal stimulation, so it was believed that the por message was old.

Manufacturer narrative:
(B)(4): lead model 39565-30, serial# (B)(4), implanted: 2009-(B)(6), explanted: na; extension model 3708140, serial# (B)(4), implanted: 2009-(B)(6), explanted: na; extension model 3708140, serial# (B)(4), implanted: 2009-(B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).